Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 02/26/2015 with the following findings: confirmed that the battery compartment was cracked from top to the case seal along left side to the grip pad. (B)(6).